Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a non-calcified, mildly tortuous, right coronary artery (rca) stenting procedure, a xience xpedition stent was implanted successfully, fully apposed to the vessel wall, in the proximal rca. The physician noted that there was plaque shift distally to the implanted xience xpedition stent and another xience xpedition stent was advanced to treat the plaque shift distally. The new xience xpedition stent delivery system (sds) would not cross the implanted xience xpedition stent in the proximal rca and the sds was removed without difficulty. Reportedly, there was no damage done to the implanted xience xpedition stent which was implanted in the proximal rca. Another non-abbott stent was used to successfully cross the implanted xience xpedition stent and treat the new plaque shift seen. There was no additional information provided.